Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to electrical/electronic component problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image was going in and out during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.